Event description:
It was reported that the device received error 571.6241 at power on. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8300 error 571.6241. Technical support - 1. Check harness to oridion module and reseat harness 2. Replace etco2 board. 3. Send in to factory for repair. Customer receives error code 571.6241 at power on. Explained probable cause to the error being the logic and/or oridion board. Suggested to customer to interchange the logic board isolate problem fault. Customer will repair/replace the logic board. Suggested to customer to send device into service depot if necessary. Informed customer if any further concerns and/or issues to give a call back. End call. A review of the device history record showed the device had a manufacture date of 11aug2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - suggested to customer to interchange the logic board isolate problem fault. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received error 571.6241 at power on. There was no patient involvement.